Event description:
Falsely elevated total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur xpt instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate advia centaur xpt instrument. All repeat results recovered lower than the discordant result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thcg results.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur xpt instrument. The sample distribution zone was cleaned. A repeatability study was performed, and all results correlated. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed MDR 2432235-2022-00230 on 16-aug-2022. Additional information (06-sep-2022): siemens further investigated the event and determined that the actions performed by the customer to clean the sample distribution zone resolved the issue. Siemens concluded that the build-up of debris around the sample dispense/aspiration area "contributed" to the elevated total human chorionic gonadotropin results. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.